Manufacturer narrative:
Implant date: 2015 (only year is known). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor and via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml at a dose of 1.9 mg/day via an implantable pump. It was reported that there was a pump alarm and a motor stall occurred, as seen upon interrogation of the pump. An image of the programmer interrogation showed the motor stall message and that there was also a message indicating that the stopped pump period exceeded tube set. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included ¿pain.¿ it was unknown if there were any patient symptoms or complications associated with the event. The patient was scheduled for (B)(6) 2019 for a check and revision of the pump, but the patient did not attend the consultation.